Event description:
It was reported that a patient had fallen several times, had fallen on the implantable neurostimulator (ins), and she wondered if that was the reason she was having problems at night. The patient had to go to the bathroom at night too many times and she didn¿t have this problem right after implant. The falls had occurred all last year and this year as well, but they were getting better. The device was up to 4 volts and the patient wanted to know if there was another program that would work better. Three weeks later, the patient was still having concerns regarding her device or therapy but was working with her doctor or manufacturer representative. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0en32, implanted: (B)(6) 2014, product type: lead; product ID neu_pt m_prog, serial# unknown, product type: programmer, patient. (B)(4).